Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at 10 mg/day) and bupivacaine (7 mg/ml at 4 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient was in the hospital "failure to thrive", the patient had cancer and was going through radiation and other treatments. While an inpatient, the pump nurse went to refill the pump and saw the patient's pump had stalled on (B)(6) 2016 with no recovery. The nurse updated the pump and a recovery occurred. The patient didn't complain of increased pain so the nurse decided to aspirate the pump and see if there was a des relaunch and confirm the volume. The nurse was supposed to get 9.3 ml and got 14 ml. The nurse then noticed the pump alarming and that it had stalled again. It was unknown why the pump had stalled as there was no MRI or any other events that would cause it to stall. The patient was scheduled for the pump to be replaced on (B)(6) 2016. The issue had not been resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' It was later reported the pump had been set to minimal rate mode. The pump had been replaced as was to be returned. The issue had been resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The previously reported eval conclusion code was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sh aft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.